Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system}. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient reported dark stools with a hemoglobin of 7 and a decreased appetite. The patient was admitted for a gastrointestinal (gi) bleed workup. They received oral vitamin k on (B)(6) 2022. Their warfarin was held. An esophagogastroduodenoscopy (egd) performed revealed gastritis. The patient received a blood transfusion and their study drug was held on (B)(6) 2022. The bleeding resolved and the patient was discharged home and doing well.